Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. After an unspecified guidewire crossed the lesion, dilation was performed with a 2mm x 40mm x 145cm coyote es balloon catheter. However, upon the first inflation at 6 atmospheres, the balloon ruptured. Another 2mm x 40mm x 145cm coyote es balloon catheter was advanced, but the balloon still ruptured on the third inflation at 8 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.